Event description:
Thermachoice uterine ablation procedure attempted. After opening three kits, it was deetermined that the machine did not hold pressure.====================== manufacturer response for thermachoice iii uterine balloon therapy, thermachoice iii======================sales rep aware. Report filed.